Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported a low reading issue with the abbott diabetes care (adc) device. The customer received unspecified readings on the adc device of 100 mg/dl lower than a reading obtained on an unspecified blood glucose meter. It is unknown whether the customer noted a trend arrow on the device. In addition, the customer reported receiving a "replace it for my safety" error message with the adc device. Lastly, the customer reported receiving a "replace sensor" error message with an adc device. The customer was contacted successfully, and there was no report of adverse event or third-party treatment intervention required due to the reported product issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. A valid lot or serial number was not provided. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. A valid lot or serial number was not provided. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported a low reading issue with the abbott diabetes care (adc) device. The customer received unspecified readings on the adc device of 100 mg/dl lower than a reading obtained on an unspecified blood glucose meter. It is unknown whether the customer noted a trend arrow on the device. In addition, the customer reported receiving a "replace it for my safety" error message with the adc device. Lastly, the customer reported receiving a "replace sensor" error message with an adc device. The customer was contacted successfully, and there was no report of adverse event or third-party treatment intervention required due to the reported product issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. A valid lot or serial number was not provided. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data was reviewed and showed no anomalies or non-conformances that could lead to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported a low reading issue with the abbott diabetes care (adc) device. The customer received unspecified readings on the adc device of 100 mg/dl lower than a reading obtained on an unspecified blood glucose meter. It is unknown whether the customer noted a trend arrow on the device. In addition, the customer reported receiving a "replace it for my safety" error message with the adc device. Lastly, the customer reported receiving a "replace sensor" error message with an adc device. The customer was contacted successfully, and there was no report of adverse event or third-party treatment intervention required due to the reported product issue. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported a low reading issue with the abbott diabetes care (adc) device. The customer received unspecified readings on the adc device of 100 mg/dl lower than a reading obtained on an unspecified blood glucose meter. It is unknown whether the customer noted a trend arrow on the device. In addition, the customer reported receiving a "replace it for my safety" error message with the adc device. Lastly, the customer reported receiving a "replace sensor" error message with an adc device. The customer was contacted successfully, and there was no report of adverse event or third-party treatment intervention required due to the reported product issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. There were 2 additional sensors reported (unk, unk) and they have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.